Manufacturer narrative:
***Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. *** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the during a refill on 2025-apr-16 the pump reservoir volume discrepancy within normal limits: irv - 9.2 ml, arv - 10 ml.***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that during a pump refill, a reservoir volume discrepancy was noted: expected reservoir volume (irv) - 11.7 ml, actual reservoir volume (arv) ¿ 8 ml. No associated signs or symptoms. No further diagnostics or interventions. On 2025-apr-16 the pump reservoir volume discrepancy: irv - 9.2 ml, arv - 20 ml. The issue was reported as resolved without sequelae.